Event description:
It was reported that the health care professional (hcp) called with concerns about this cardiac resynchronization therapy defibrillator (crt-d) system exhibiting intermittent pacing inhibition due to oversensing in the right ventricular (rv) lead. The hcp noted that the intermittent pacing inhibition was observed on a holter monitor that was placed on the patient during the visit. The hcp requested technical services (ts) to review the presenting electrogram (egm) and inquired on preventative solutions. Upon egm review, ts observed no stored events with noise and all lead measurements appeared to be within range but did note frequent crosstalk of the atrial pacing (ap) beats on the rv channel appeared to be falling into ventricular blanking. Ts suggested that it possibly could be falling outside of blanking times leading to pacing inhibition. Ts discussed possible programming optimizations with the hcp. The device and rv lead remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called with concerns about this cardiac resynchronization therapy defibrillator (crt-d) system exhibiting intermittent pacing inhibition due to oversensing in the right ventricular (rv) lead. The hcp noted that the intermittent pacing inhibition was observed on a holter monitor that was placed on the patient during the visit. The hcp requested technical services (ts) to review the presenting electrogram (egm) and inquired on preventative solutions. Upon egm review, ts observed no stored events with noise and all lead measurements appeared to be within range but did note frequent crosstalk of the atrial pacing (ap) beats on the rv channel appeared to be falling into ventricular blanking. Ts suggested that it possibly could be falling outside of blanking times leading to pacing inhibition. Ts discussed possible programming optimizations with the hcp. The device and rv lead remain in service. No additional adverse patient effects were reported. Subsequent additional information was reported that the health care professional (hcp) stated the patient was seen in clinic and the crtd system was interrogated and further evaluated. The hcp reported they were unable to produce noise with isometric testing and the chest xray results were unremarkable. The hcp also noted slight increase in pacing thresholds, but all measurements were stable and normal. Programming optimizations was discussed with the hcp. The hcp suspected the drop in paced beats may be positional. No additional adverse patient effects were reported. The device and lead remain in service. Subsequent additional information was received that reported additional device evaluation was completed by the physician. Using a holter monitor, the physician discovered on going loss of capture (loc) on the monitor. The physician noted chest xray imaging was done, and the findings were unremarkable. Ts reviewed the additional data and discussed with the physician suspecting the cause of loc to be due to patient condition. The physician denies patient condition to be the cause and will continue to monitor the patient. No additional adverse patient effects were reported. The device and lead remain in service.

Event description:
It was reported that the health care professional (hcp) called with concerns about this cardiac resynchronization therapy defibrillator (crt-d) system exhibiting intermittent pacing inhibition due to oversensing in the right ventricular (rv) lead. The hcp noted that the intermittent pacing inhibition was observed on a holter monitor that was placed on the patient during the visit. The hcp requested technical services (ts) to review the presenting electrogram (egm) and inquired on preventative solutions. Upon egm review, ts observed no stored events with noise and all lead measurements appeared to be within range but did note frequent crosstalk of the atrial pacing (ap) beats on the rv channel appeared to be falling into ventricular blanking. Ts suggested that it possibly could be falling outside of blanking times leading to pacing inhibition. Ts discussed possible programming optimizations with the hcp. The device and rv lead remain in service. No additional adverse patient effects were reported. Subsequent additional information was reported that the health care professional (hcp) stated the patient was seen in clinic and the crtd system was interrogated and further evaluated. The hcp reported they were unable to produce noise with isometric testing and the chest xray results were unremarkable. The hcp also noted slight increase in pacing thresholds, but all measurements were stable and normal. Programming optimizations was discussed with the hcp. The hcp suspected the drop in paced beats may be positional. No additional adverse patient effects were reported. The device remains in service.